Manufacturer narrative:
Citation: olasinska-wisniewska et al. Platelet count drop after aortic valve bioprostheses implantation: short and long-term outcomes. Heart lung circ. 2025 nov;34(11):1257-1269. Doi: 10.1016/j.hlc.2025.05.097. Epub 2025 jul 30. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding platelet count drop after aortic valve bioprosthesis implantation. The study population was broken into four groups: perceval, resilia, early tavi and new tavi. Multiple manufacturers¿ devices were implanted across the whole study population; however, medtronic devices included corevalve and evolut r bioprosthetic valves in the early tavi and new tavi groups, respectively. In the two tavi groups, there were a total of 223 patients who were predominantly female with a mean age of 78.4 years old. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all tavi patients, clinical observations likely associated with the valve included: platelet count drops, bleeding complication requiring intervention and renal failure. Clinical observations that may have occurred during use of the dcs included: access site bleeding complication. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the physician/author stated: 1) the observed platelet count drop was particularly pronounced in older types of valve prostheses and less pronounced in newer valve prostheses; 2) these clinical observations were not associated with deaths; and 3) unique device identifiers were not available. No further details were provided.